Manufacturer narrative:
The patient reported having an episode where a door struck the patient's back in the location of the nalu implant and having lost therapy after that episode. There are no allegations of device or component failure, as evidenced by no components requiring replacement during the revision procedure. Although migration is a known inherent risk of implantable neuromodulation systems, this case appears to be directly related to external trauma that was reported by the patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat lower back pain. On (B)(6) 2023 the firm was made aware that the patient had a loss of therapy due to migration of the implanted leads. A surgical revision was performed on (B)(6) 2023 to move the existing leads back to the desired location.